Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 6 june 2017. The fse found the incubator belt loose as it had slipped, the engineer tightened the belt and realigned the incubator to cup transfer assembly. The fse ran 10 cup transfer tests with no errors, the engineer also noted the sample nozzle was dirty and cleaned the nozzle and adjusted the pressure board and checked the clog sense. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the incubator rotor slipped on the belt.

Event description:
On (B)(6) 2017 a customer reported error 4153 c trans z home over-run with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ipth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.